Event description:
It was reported that this patient's left liner and ball replaced and washout done due to pain and fluid buildup in patient.

Manufacturer narrative:
The following other devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 44447804; mod con dist stem 14 x 155 mm; cat# 6276-7-014; lot# caxp425e; 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat# 6276-1-021; lot# 44923904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Corrected - based on additional information. The patient is (B)(6) inches in height. An event regarding pain and fluid build up involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Additional follow up records and x-rays would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions the event could not be confirmed nor the root cause of the reported pain and fluid build up determined due to the minimal information received.

Event description:
It was reported that this patient's left liner and ball replaced and washout done due to pain and fluid buildup in patient.